Event description:
It was reported that the shock lead impedance (sli) has been greater than 200 ohms for quite some time, on this right ventricular (rv) lead. The patient had not been seen since 2014. Technical services recommend commanded shock delivery, to determine the actual impedance. The health care professional (hcp) understood. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the shock lead impedance (sli) has been greater than 200 ohms for quite some time, on this right ventricular (rv) lead. The patient had not been seen since 2014. Technical services recommend commanded shock delivery, to determine the actual impedance. The health care professional (hcp) understood. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received and this right ventricular lead was surgically abandoned due to impedance issues. No additional adverse patient effects were reported.